Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on a performa meter, compared to lab results, within 10 minutes: 24 mmol/l (meter) and 6.8 mmol/l (lab), and 19 mmol/l (meter) and 9 mmol/l (lab). No serious injury reported. No product will be returned due to custom and legal issues in (B)(6); replacement was provided.